Event description:
It was difficult to depress the pump wake button. Customer applied more pressure to the button and pump performed as expected. There was no reported adverse impact to customer's blood glucose. Customer reverted to an alternate method of insulin therapy.